Event description:
The recipient reportedly experienced an infection. The recipient's device was explanted. Advanced bionics is currently in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.